Manufacturer narrative:
Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 7011539, model/catalog description: artisan MRI paddle lead 70 cm.

Event description:
A report was received that the patient had an infection from a recent procedure (MFR report no. 3006630150-2019-06876). The patient experienced soreness at the ipg pocket and the incision site was bothersome. The physician confirmed that the infection was not device or procedure related. The patient was prescribed cefadroxil as a precautionary measure. The patients pocket site was opened to clean out the superficial infection at the incision site and it was closed back up. The patient was doing well postoperatively and was noted to be healing well.